Manufacturer narrative:
This MDR supplemental is related to MDR numbers : 3011632150-2019-00091_01, 3011632150-2019-00091 and 3011632150-2019-00092. Complaint analysis included review of angiography taken post re-intervention. Both stents appeared totally occluded. One stent was placed proximally in the sfa with the proximal edge at the ostium of the sfa. The second stent was placed more distally in the middle sfa. It is not possible to determine which stent occluded first but it is likely that one stent occlusion would have led to the other becoming occluded as they were deployed in close proximity to each other in the same vessel. The root cause for the total occlusion of the treated segment is related to progression of the disease atherosclerosis. This type of adverse event is an anticipated outcome which may occur after endovascular intervention in the treatment of peripheral arterial disease. When a stent placed in the femoropopliteal artery becomes totally occluded, the proximal vessel will also become occluded to the level of the next most proximal collateral vessel. In veryan's experience to date the nature of total occlusions observed for the biomimics 3d stent does not differ from that observed with competitor nitinol stent devices used in the femoropopliteal artery. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
This report is related to MDR number 3011632150-2019-00091. The incident is still being investigated and any further information which is relevant will be provided via a follow-up/ supplemental report within 30 days of veryan medical becoming aware.

Event description:
This report is related to MDR number 3011632150-2019-00091. The event was reported to veryan as a stent occlusion and the reporter commented on the pattern of restenosis compared to competitor nitinol stents. A re-intervention took place on (B)(6) 2017.